Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis was confirmed through the evaluation of heartmate ii lvas. Heartmate ii lvas was returned assembled with the driveline severed approximately 4¿ from the pump housing. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit, sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Evaluation of the outlet elbow revealed no evidence of laminated or denatured thrombus formations or depositions. Upon disassembly of the pump body, examination of the distal side of the inlet stator and rotor inlet section revealed red, ring-shaped thrombus formations adhered around the inlet bearing cup and inlet bearing ball. Areas of the depositions appeared hard and denatured, as well as slightly laminated, indicating that they developed in this location over an undetermined amount of time while the pump was operating. The depositions had a similar structure and appearance indicating that they likely formed together and were pulled apart during pump disassembly. Further examination of the proximal-side of the outlet stator revealed a red, non-laminated tissue-like deposition located around the outlet bearing ball and over/between the stator vanes. Areas of the deposition appeared hard and denatured but the lack of laminated layering suggests that this thrombus formation did not form in this location. Although the origin of this deposition cannot conclusively be determined, the presence of circumferential contact marks on the outlet bearing cup and distal end of the rotor suggests that the deposition was present in this location for an undetermined amount of time while the pump was operating. A specific cause for the observed thrombus formations could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's pump was exchanged on (B)(6)2019. No further information was provided.

Event description:
Additional information: it was reported that the pump was replaced due to suspected device thrombus. The device operated as expected.